Manufacturer narrative:
The device was received with a minicap for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported problem was not verified because the integrity testing was performed with no leak or issues with connection between titanium adapter and patient adapter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2016. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set would not lock tightly with titanium adapter. This event occurred during use while the patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.